Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a home health nurse regarding a patient implanted for non-malignant pain. The caller reported that they were currently working with the patient to help with their stimulation and to get the device working. The patient noted that their programmer was not working, as it would not communicate with their implantable neurostimulator (ins) to make changes. At the time of the report, the caller was able to assist the patient, and got the programmer communicating with the ins. It was mentioned that the patient did not have a programmer antenna. The caller confirmed the status of the ins was off, and was then instructed to turn the stimulation on. It was noted that the stimulation was at 4.4v on group b. The caller turned up the stimulation until the patient could feel it. They stated that the patient started feeling stimulation in their right leg above the ankle at 6.9v, and in their lower back at 7.2v. The caller indicated that they could see the patient's face relax from the stimulation reducing their pain. The patient stated that they had fallen a couple of times in the last couple of months. They also stopped feeling stimulation over the last couple of months. It was noted that they considered the change in therapy/symptoms to be sudden. Patient services was able to get the patient to feel stimulation again, and also reviewed that they can try using group a. The patient was to follow-up with their healthcare provider if needed. No further complications were reported.